Event description:
The patient underwent an uncomplicated open reduction internal fixation of the left ankle. Two tightrope devices for syndesmotic fixation (holding distal tibia-fibula joint reduced) were used, with the knotless tightrope variety indicated for use. Verification of procedure in clinic the following day showed that the knotted tightrope variety was used. Knots were not tied during the procedure which led to a loss of reduction. The patient underwent further surgery to remove the tightropes and place screws. Investigation into the incident revealed that the two varieties look identical; that is, the knotless and knotted tightrope devices appear indistinguishable.